Manufacturer narrative:
The vitamin d reagent lot number and expiration date were not provided. The field service engineer (fse) determined the event was caused by contamination in the sipper flow path. He decontaminated the sipper flow path and the sipper syringes. He also performed measuring cell liquid flow cleaning. Precision studies and qc were performed and they were within specifications. The instrument was operating within specifications. The service actions resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested for vitamin d on a cobas e801 analytical unit when compared to a different analytical unit. Initial result: 150 ng/ml (accompanied by a data flag). The physician questioned the initial result and requested the sample to be re-tested. Repeat result: 50.3 ng/ml (tested on another analyzer). The repeat result was deemed to be correct.